Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed pain and the device was explanted. Additionally, a tumor was found behind the patient's spinal cord and was removed. Nevro attempted to obtain additional information regarding the nature of the tumor but was unsuccessful. There were no reports of further complications.